Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringe experienced scale marking light. The following information was provided by the initial reporter: unclear/missing graduation prints on the barrels of the syringes.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringe experienced scale marking light. The following information was provided by the initial reporter: unclear/missing graduation prints on the barrels of the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-sep-2023. Thirty-nine samples and two photos were provided to our quality team for investigation. A visual inspection was performed. Thirty-six samples have a small break in the graduation lines with greater than 50% of each line present and acceptable per product specification. Two of the samples had missing print on the number 5 of the scale markings, and one sample is missing the numbers 1 and 2 of the scale marking area. The conditions observed are non-conforming per product specification. Potential root cause for the missing print defect is associated with the assembly process. A notification for this defect was written during the production of this batch. Two requalification's were performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. H3 other text : see h10.